Event description:
It ahs been reported to co that during a ptca procedure, air leakage from the hub occurred and caused an embolism to the pt. The pt was treated with medication and is in stable condition. The device is being returned for co's evaluation. This device was discontinued by medtronic in 1999.